Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the opticross imaging catheter identified kinks in the sheath assembly. The imaging window was observed detached/separated near the lapjoint section. A media inspection confirmed the presence of the kinks and the catheter separation.

Event description:
It was reported that sheath detachment occurred. Following deployment of a 2.50 x 20mm synergy xd drug eluting stent, an opticross imaging catheter was advanced for intravascular ultrasound. No malapposition was noted with the stent. As the opticross was being removed, it separated. A guidewire was advanced and tangled with the separated portion of the device for removal. No fragments remained in the patient. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that sheath detachment occurred. Following deployment of a 2.50 x 20mm synergy xd drug eluting stent, an opticross imaging catheter was advanced for intravascular ultrasound. No malposition was noted with the stent. As the opticross was being removed, it separated. A guidewire was advanced and tangled with the separated portion of the device for removal. No fragments remained in the patient. The procedure was completed with another of the same device. There were no patient complications.